Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The care giver (cg) stated they use a patient line extension, and the line was not primed all the way when the hp connected. The technical service representative (tsr) explained the alarm and prime process. The tsr advised the hp to close the clamps and cycle power to clear the alarm. The tsr advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An incomplete prime was reported and is a known cause of this alarm. The ¿homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.